Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient has been having difficulty charging the ipg. The patient underwent scs revision procedure and was doing well postoperatively. The explanted device was discarded by the facility.